Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer's representative that the patient requested explant, patient stated no longer needing ins (implantable neurostimulator ) to help manage pain. Explanted complete, date of explant was (B)(6) 2016. The patient died 2 days following explant surgery from unknown cause. Date of death was (B)(6) 2016. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted: none. Regarding any diagnostics/troubleshooting performed, it was noted: none. Regarding any interventions/actions that were taken to resolve the issue, it was noted: none. Indications for use noted as : spinal pain.

Event description:
Additional information received from the healthcare provider (hcp) reported the weekend prior to the consumer¿s death they were ¿sluggish.¿ it was further reported the consumer was found to be ¿unresponsive by their family¿, so the paramedics arrived and gave CPR. It was noted the consumer was supposed to use a CPAP machine for sleep apnea, but they weren¿t using it. The consumer¿s medical history includes hypertension (not currently requiring medication), incomplete right bundle branch block, asthma, seizures (when not drinking), obesity, gastric bypass ((B)(6) pounds before bypass), obstructive sleep apnea, alcoholism, and recent explant of implantable neurostimulator (ins) on august 19, 2016 which was a few days before their death where they were prescribed norco. Post mortem examination of the body found pitting edema in the lower extremities, several bruises, and random scarring otherwise all other findings were unremarkable. Toxicology reports found evidence of hydrocodone, amitriptyline, diphenhydramine, morphine, and dihydrocodeine.

Event description:
Additional information received from the manufacturer's representative (rep) reported they thought an autopsy was going to be performed, but they didn't know how long it would take. The rep. Was going to follow-up for any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative was done. The manufacturer representative had spoken with the health care professional (hcp)s. It was reported by the manufacturer representative that the hcps said that they did not have information at this time about the event. Further follow-up was been conducted.